Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who died after a pipeline procedure. The patient was treated for an unruptured fusiform aneurysm of the right internal carotid artery (ica). The aneurysm max diameter was 20.3mm and the neck diameter was 8.3mm. Vessel tortuosity was severe. It was reported that the procedure was successful without issue. The patient was discharged from the hospital and returned home. After returning home the patient died of unknown causes.